Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports the secondary lumen clotted in less than 1 hour of insertion following the administration of cefotaxime. Line was initially primed with heparinized saline solution. The customer further reports that there was no difficulty handling the uvc during insertion. The uvc was inserted on (B)(6) 2013 in the umbilical. The catheter was not difficult to secure and was secured with an umbilical bridge using hi-tape. An x-ray was taken to verify placement. Each line was flushed on a regular basis using 10ml syringe. The skin was prepped with povidone iodine. The uvc was removed on (B)(6) 2013 following occlusion and replaced with another 3.5french uvc double lumen catheter. The customer reports the patient is stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.